Manufacturer narrative:
Results of investigation: a femoral fracture during a sl-plus implantation was reported. No product was returned. No batch or product number was communicated. The available medical documents were reviewed. Based on the available information, no thorough investigation can be performed and the root cause of the reported issue remains undetermined. No further investigations have been initiated.

Event description:
Subject (B)(6) participating in the (B)(6) clinical study experienced an intraoperative complication - femoral fracture which was resolved with revision (unspecified). This case was reported within a follow-up examination of a (B)(6) clinical study.